Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose which led to hospitalization on (B)(6) 2024. Troubleshooting confirmed patient tried inserting in the scar tissue. Patient was also tested highly positive for ketones. Patient bolused via pump and used multi daily injection in order to address high blood glucose. During hospitalization patient received intravenous fluid of saline and insulin as a treatment. Patient was released from the hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.